Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that 100 mls remained in a 300 ml medication bag after all doses were infused. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and discrepancies were detected. A functional test was performed, and the device successfully passed. The reported failure could not be confirmed. The root cause of the reported failure cannot be determined. No corrective actions are required since the complaint was not confirmed. There were no relevant findings detected in the DHR.